Manufacturer narrative:
H3: evaluation summary: customer report of aortic insufficiency could not be confirmed due to valve condition as received. As received, all three leaflets were stiff and translucent-like due to dehydration. Serrated mechanical damage marks were observed on the outflow surface of leaflet 1 near the wireform. Leaflet 2 also had a cut approximately 6mm long. Edges of cut were straight, even, and appeared to match up. Sewing ring cloth was cut around leaflet 1 near commissure 2.

Manufacturer narrative:
The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. Explant of one valve and implant of another valve may result in complications. In this case, the surgeon alleged that the valve exchange extended the cross-clamp and bypass times. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that this valve model 3300tfx25mm was explanted at implant due to aortic insufficiency. As reported, the procedure was a triple bypass plus avr. The bypasses were conducted as such: the distal anastomoses were completed before the valve was removed. A new valve was implanted, and then the proximal anastomoses and the lita anastomosis was conducted. The sizer and valve went in easily. The surgeon tied all the sutures and checked the valve with a nerve hook. A small gap was observed which was fixed (likely with extra sutures/pledgets). While sowing a loose string was noticed. The aortotomy was closed and clamp was removed. The lv began to swell up. Behavior was like a bad ai, however on echo no obvious leak was observed. The surgeon re-opened and removed the valve. As reported, on explant it was observed that the sewing ring was "defective" and it was "thinned out" in one segment. There was a strange thread coming out of the sewing ring (similar to the thread that may have been used on the serial number tag). As reported from the surgeon, the thread was probably cut because it could not be pulled out. No defect was noted in the sewing ring before implantation. As per surgeon, he is not in the habit of examining it. The explanted device was successfully replaced with a 23mm magna ease valve with no subsequent issues. As per surgeon's opinion, a smaller device was used because, although the larger sizer was appropriate, to prevent stretching out the sub-valvular tissues and full apposition of these tissues with the valve. The patient was noted as to be alive, in stable condition. As per medical opinion, the increased procedure time and cross clamp time might have been an impact on patient. The patient did have a prolonged course in hospital, presumably because of the long cross clamp and bypass times. As reported from the surgeon: normally, xc time for an avr and triple ac bypass would be around 70 minutes. In this case, it was 218 minutes. Also the patient potentially could have stroked if any of the pledgets had gotten loose. There was allegation of device malfunction. The product was noted as to be available for return. Of note: a cut was made on the sewing ring from removing the sutures.